Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It wad reported that when the physician attempted to place the capsule in the esophageal lining, it appeared that the capsule did not attach. Full 30 seconds of suction was applied and reached 600mmhg. The deployment occurred; however, release of the capsule from delivery device was delayed as the physician may not have fully twisted gray knob clockwise for release of capsule. The physician was asked if he was able to turn gray knob clockwise when he mentioned it did not pop up to the sixth rib. The capsule then released. The physician attempted to push it into the gastric cavity with his scope. As patient was coughing, physician tried to maintain visualization as capsule moved up the esophagus. The capsule was then located under patient's tongue and retrieved from patient's mouth using forceps. Another capsule was placed and it attached successfully. Opening of delivery device package proved to be difficult for nurse; it was not fully opened as device was being pulled and twisted out.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Medtronic was notified of the following reported condition - when the physician attempted to place the capsule in the esophageal lining, it appeared that the capsule did not attach. One bravo delivery device was returned for analysis. An image was also received. Inspection of the device noted: adhesive was noted on the nose of the delivery device. The image is inadequate to determine if the device failed or not. Based on the evidence available the reported condition of difficult to remove from package was not confirmed. The most likely cause could not be established from the information available. Based on the evidence available the reported condition of bravo capsule failed to attach to patient's esophagus was confirmed due to excessive adhesive. A process improvement has been initiated to prevent this condition from recurring. A review of the device history record indicates no potential manufacturing issues that may be related to this event were identified at time of release. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It wad reported that when the physician attempted to place the capsule in the esophageal lining, it appeared that the capsule did not attach. Full 30 seconds of suction was applied and reached 600mmhg. The deployment occurred; however, release of the capsule from delivery device was delayed as the physician may not have fully twisted gray knob clockwise for release of capsule. The physician was asked if he was able to turn gray knob clockwise when he mentioned it did not pop up to the sixth rib. The capsule then released. The physician attempted to push it into the gastric cavity with his scope. As patient was coughing, physician tried to maintain visualization as capsule moved up the esophagus. The capsule was then located under patient's tongue and retrieved from patient's mouth using forceps. Another capsule was placed and it attached successfully. The physician verified endoscopically that first capsule did not attach and that the second capsule attached. Opening of delivery device package proved to be difficult for nurse; it was not fully opened as device was being pulled and twisted out. The handle was not in the horizontal plane and it appeared looped. No lubric ant was used to facilitate the placement of the capsule.